Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 7/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/16/2016 with the following findings: there were multiple call service cs 052/cs 054 alarms observed in the black box and alarm history. The pump¿s ¿ez-prime¿ steps were performed correctly. The investigation duplicated the initial ¿call service alarm¿ complaint during the 24 hour test. The pump was opened and the transceiver board flex was found to be cracked. The transceiver board was disconnected and the pump was able to run a 24 hour test without any errors, alarms or warnings occurring. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).